Event description:
Registered nurse (B)(6) reports that pump is defective and that the pump's lock feature on the battery door is damaged and it won't lock correctly. Unknown if patient missed any doses or if any adverse event occurred. Registered nurse does have pump on hand for return. Unknown if md is aware. No further information reported.